Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced a low blood glucose event where she lost consciousness. The patient hurt her shoulder from a hairline fracture due to the fall. The patient was admitted into the hospital. The type of treatment given to the patient was not provided. It is unknown how long the patient was in the hospital. No further details were provided. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Customer has had diabetes for 67 years (type unknown)